Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert-based transmission for pause episodes occurred, but no segms were available. Through dia, it was confirmed that no segms were on the transmission. Further investigation is planned.

Event description:
New information received notes that intervention has been performed. The patient was fine.